Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed oversensing with one ventricular nst (non-sustained tachycardia) equaling 213 ms on (B)(4) 2012 14:07:04. There was also five lfp high rate-ns equal to or less than 217 ms average v-cycle on (B)(4) 2012 in the timeframe between 14:04:45 and 14:07:41. Analysis of the data also revealed interference/noise. The ventricular short interval count v-sic equaled 34 counts, in 0.85 day, between (B)(4) 2012 14:01:27 and (B)(4) 2012 10:28:36. The lead integrity alert was triggered. There was one patient alert for lead failure predictor on (B)(4) 2012 14:07:52.

Event description:
It was reported that the patient was brought in by ambulance as the patient had vt/vf (ventricular tachycardia / ventricular fibrillation) episode and had to be externally rescued. It was also noted that there was a lead warning observation for lead integrity alter being triggered and there nst (non-sustained tachycardia) episodes present with signs of oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.